Manufacturer narrative:
Integra has completed their internal investigation on 12/10/2015. The investigation included: methods: review of complaints history. Results: since the fg lot # was not provided, the device history record (DHR) could not be reviewed and the retain samples could not be evaluated. In addition, the inspection report for the blue scrim material used as raw material for the manufacturing of biopatch could not be evaluated as part of this investigation. (B)(4). Review of the product's instructions for use (IFU) are provided below for further evaluation of the complaint. Directions for use: place the biopatch around the catheter. In order to ensure easy removal when used with a transparent film dressing, place the biopatch around the catheter/pin site in such a way that the catheter rests upon the slit portion of the biopatch. Change the patch as necessary, in accordance with facility protocol; dressing changes should occur at a minimum of every 7 days. Dressing changes will be needed more frequently for highly exudative wounds. To remove the transparent film dressing, pick up the corner of the dressing and stretch the dressing away from the catheter, holding the catheter in place. The biopatch will remain attached to the transparent film dressing, so removal will be simultaneous. Conclusion: given that the complaint unit was not returned for evaluation, the reported conditions (scrim is coming off/difficulty removing device) could not be confirmed.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported by the sales rep that when the customer attempts to perform a dressing change on the patient, the customer is having difficulty removing the device with the device adhering to the dressing and the scrim is coming off. Additional information received via ethicon 13nov2015: "all of the kits we use are the centurion kits. We have 4 different kits, cvc kit, ij kit, vas cath kit, and port dressing kit. I don't have lot numbers. The biopatch is not adhering to the patient's skin, it is adhering to the dressing. The scrim is sometimes coming off and sometimes just gets so crumpled up that I have had to cut two of them off because I couldn't get it off any other way. There was no exudate on the biopatch, it was not soiled. This is not just one instance but an ongoing problem for about 6 months now. The lines are getting pulled out and needing to be exchanged because the line is adhering to the biopatch and dressing. The skin prep is again in the centurion kit. We are taught to let it dry first. However, we do not put the skin prep on the line or the biopatch, only the skin where the dressing will be. The dressing we use is the centurion sorbaview shield dressing." Additional information received 24nov2015 via tc with ethicon regional sales manager: customer/hospital staff person, called ethicon regional sales manager very concerned about a biopatch issue. At the time there was no sales representative assigned. A field rn was assigned to be the sales representative. The rn performed a "point prevalence" audit. The point prevalence program is an ethicon program where the use of biopatch is reviewed hospital wide, usually over a 24 hours period. It's a 24 hour snapshot. Actual inspection of invasive line sites takes place. The results of the point prevalence review found that the slit in the biopatch was not being properly aligned with the catheter. They also felt the issue with the scrim is actually a (transparent) dressing issue that is where the adhesive is. The nurses want a change that reduces the scrim from adhering to the transparent dressing. It was reported some nurses use alcohol on the scrim and find that this reduces adherence to the dressing.